Event description:
I had a biozorb implanted in my right breast after having a lumpectomy because of breast cancer in (B)(6) 2022. Now, two and a half years later I have soreness and discomfort in my breast as well as a hard lump where the biozorb is. I was just notified at a yearly appointment with my surgeon that the biozorb was recalled. I have not received any written communication of this recall which seems wrong. I now need to figure out what my next steps will be in determining the health of my right breast going forward. I am going to consult my radiologist and surgeon. If removal is needed the (B)(4) should be required to pay for the entire procedure.